Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced slight discomfort (slight blurred sensation). The physician reported that the iol had lost its transparency with time. Symptoms are continuing, and were rated as "8-9/10." The reporter is unwilling to provide further information.